Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the patient lifted was under the 600# weight capacity and when removed from lift, caregiver noticed the one leg was bent slightly so the caster was no longer touching on right side. The facility did not have exact information on the sling used, exact patient weight, etc. Dealer alleged it was user error from information stated by the facility. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl600-2, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1145810 rev. B (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.